Event description:
It was reported that the customer had high blood glucose levels (396 mg/dl).

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.